Manufacturer narrative:
An authorized service provider (asp) inspected the device and found the following error codes in the device event log: overvoltage protection (ovp) circuit failed, motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed, blower temperature high, 3.3 v supply failed, 5 v supply failed, and 35 v supply failed. The asp replaced the motor controller pcba to resolve the device issue or error codes. Following the part replacement, the asp completed a cleaning, running test, and function test. No other issues were found.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 35v supply failed alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the authorized service provider (asp) that the device produced a "power failure alarm" during a device inspection. The asp visited the customer site and confirmed the alleged alarm by checking the alarm history of the device. The asp collected the device to be repaired at a repair center.